Event description:
(B)(6) study. It was reported that left bundle branch block (lbbb) occurred. Prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin at the time of index procedure. The subject received a loading dose of 300mg clopidogrel. A lotus introducer was placed and then the aortic valve was deployed with a 27 mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus, in accordance with the directions for use. On the same day of the index procedure, the subject developed new lbbb. No diagnostics was performed, and no action was taken for the event. One (1) day post index procedure, the event was considered resolved with sequelae. The subject was discharged on aspirin.